Event description:
It was reported that an 840 ventilator shuts down with breath delivery (bd) constant alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Customer reported that he was not able to duplicate the alleged malfunction. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to run ventilator on test lung. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.